Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was depleted and since it was depleted the patient had pain throughout their whole body. The patient could not recharge their ins since their recharger was not charging. The onset of the pain was gradual. The patient was told on (B)(6) that their ins needed to be replaced but they met with a manufacturer representative earlier in the month and was told that their ins was fine. The ins was supposed to be replaced on the day of the report but their doctor was ill and had to cancel the procedure. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3778-75, serial# (B)(4), implanted: 2008-(B)(6), product type lead. Product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).